Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was involved in a head on collision right after implant. After the scab fell off the incision "green stuff came out". The pt needed to have surgery to "remove the rotted tissue from the pump." It was also reported that following a fall on (B)(6), the pt was able to move his pump from side to side about 4-5 inches. The pump was used to deliver fentanyl and hydromorphone.